Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had a no delivery alarm on their insulin pump. Customer's blood glucose was unknown. The customer could not complete troubleshooting at the time of the call because they were at work. Customer also stated the alarm did not occur during a manual prime. Customer will be returning their infusion set and reservoir for analysis. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.